Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator¿s o2 hose was damaged. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The reported issue with leakage from o2 hose occurred on ventilator. This failure occurred during before connecting the ventilator to a patient. O2 hose is connection of the gas supply from hospital central gas supply (or from gas cylinders) to the system's gas inlet nipples. The device was inspected and reported issue was confirmed. The device failed to meet its specification and it was concluded that it contributed to the reported event. Issue investigated herein was solved by replacement of o2 hose. The device passed all performance tests and has been returned to clinical use.

Event description:
Manufacturer's ref #: (B)(4).